Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he first received a clock monitor frequency error alarm and then the buttons were also sticking on the insulin pump. Customer's blood glucose was 136 mg/dl.